Event description:
It was reported that during stone removal procedure, dr captured the stone and a piece of the ureter inside the basket, then was unable to open the basket. The ureter was torn and dr lost access to the kidney. The pt was taken to surgery to repair the ureter. No further complications were reported.